Event description:
During the start of a tonsillectomy,when the surgeon used the cautery, a spark and flame started at the insulated tip of the modified bovie tip outside of the patient mouth. What was the original intended procedure?tonsillectomy and adenoidectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.